Event description:
The medication demand button was raised above the housing shroud immediately after removal of the shipping insert. The customer subsequently discontinued device preparation, the unit was not attached to a pt.